Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced left anterior descending (lad) artery dissection that required surgical intervention and prolonged hospitalization. It was reported that in the beginning the carto 3 system crashed after taking intracardiac echocardiography (ice) clips. An error message was displayed on the carto 3 system that said carto had to reload. They had to power off the carto workstation then power it back on and the issue was resolved. They had to start a new study, it did not give the option to continue the study. It only gave the option to import maps into a new study. The customer's reported carto 3 system crashed is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. It was also reported that there was an lad dissection. The patient was awake and said she was having chest pains. The patient had st elevations and agonal breathing. The staff called a code. The injury was confirmed by fluoroscopy with contrast. The medical intervention provided was cardiopulmonary resuscitation (CPR). The echo team was present and a perfusionist was present. Once the patient was stable, they were taken for bypass surgery. The last known status was that the patient was stable and extubated. The ablation is in the process of rescheduling. Patient required extended hospitalization. While the patient was receiving CPR, the carto 3 system crashed and the same error message displayed on the carto 3 system that said carto had to reload. This time the carto 3 system reloaded on its own and they were able to continue the study. A smartablate generator was in the room but no ablation occurred. Other relevant history includes ventricular fibrillation induced by premature ventricular contractions (pvcs).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31366340l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).